Event description:
It was reported that for operational reasons the ventilator of another brand that was connected to a patient and performing well was replaced with the ventilator in this report . The mode of ventilation and settings with the replacement ventilator were set to what the facility thought were equivalent to the preceding ventilator had. The patient however desaturated to 80 %. The fio2 was increased to 40%. The patient saturation rose to above 90 %. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No parts were replaced therefore the investigation is an evaluation of available information and the logs from the ventilator. Ventilation lasted 4 hours and 2 minutes. Ventilation was started in the prvc (pressure regulated volume control) mode of ventilation with automode on, but automode was turned off five minutes after start and remained in only prvc for the remaining until the ventilator was turned off. The evaluation therefore is after automode had been turned off. The evaluation of the logs found the following. The pre-use check prior to ventilation was successful. There were many y sensor disabled -flow unreliable alarms but these did not affect delivered volumes. These were most likely due to condensation. Expiratory minute volume high alarms could have depended on some measuring error of small volumes but the ventilator delivered the set volumes and there was not any zero delivered volumes at any time. The many spontaneous breaths which indicate patient air hunger. These are reflected in the rr high alarms. There are no alarms indicating interrupted breaths which could have limited the delivery of volumes to the patient. There are no technical error codes to indicate a ventilator malfunction the conclusion in the matter is that there was no ventilator malfunction at any time. The pre-use check prior to the ventilation period was successful and the examination of ventilator after the event found no fault. There are no technical errors during the given period. The ventilator delivered the set volumes. The most notable were the many spontaneous breaths that indicate that the patient required more volumes than was being delivered. Adjustments should have been done to provide adequate ventilation and eliminate the alarms. The assumption that the setting of the mode of ventilation and settings based on another ventilator brand of another manufacturer was incorrect. The ventilator should be used with its IFU.